Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, a home patient (hp) indicated that there was an air bubble in the patient line. The event occurred during the initial drain and the hp was connected at the time of the observed air. Nothing unusual was noted during troubleshooting for the air. The technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on using new supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.